Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1022536. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted to our facility, which displayed the reported leakage occurring between the tube and spike. The issue has been confirmed. Our engineers have further identify the most likely root cause as too little solvent on the joint, which directly lead to the leak. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: leakage during infusion causing spillage in the wards.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: leakage during infusion causing spillage in the wards.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(6). This site is not registered with the FDA. (B)(4).